Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: d10. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. Two devices were returned for investigation. The returned packaging confirms the reported complaint devices lot number. Inspection of device a noted the device was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter) and collet knob were tight. The support sheath was bowed 1.5 cm from the mlla. No kinks were found in the basket sheath. The basket formation was in uniform shape. Functional testing of device a found that the handle was able to actuate the basket formation. When the handle was in the closed position, the basket formation protrudes 3 mm from the distal end of the basket sheath. The handle was disassembled, reset, and reassembled. The handle functioned properly after it was reset. Inspection of device b noted the device was returned with the handle in the closed position and the basket formation retracted in the basket sheath. The mlla and collet knob were tight. The support sheath was bowed starting 5 mm from the nose of the mlla. The basket sheath was kinked 7 mm from the distal tip. The basket sheath and support sheath were still adhered to one another. The flare was free of glue. Functional testing of device b found the handle could not actuate the basket formation. The handle was disassembled. The basket formation could not be manually actuated. The basket sheath could not be removed from the basket sheath. The basket assembly appeared to be stuck within the basket sheath and at the distal tip. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Two complaint devices were returned: device a was found to open and close, but the basket would not fully retract in the closed position. The support sheath of the device was bowed near the handle. Device b was found to be nonfunctional, the basket was closed and could not be opened. The support sheath of the device was bowed near the handle and the basket sheath was kinked near the distal end. Both devices were found to have functional issues with the basket due to sheath damage. The damage to the sheaths prevented the basket subassembly from moving freely within the sheath, affecting the ability of the basket to open and close properly. All devices are inspected for damage and functionality before packaging. With 4 devices found to be nonfunctional during the same procedure, it is likely there was a procedural related issue such as a tortuous path or size/location of the stone(s) that caused the observed damage to the sheaths. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information has been received since the last report was submitted on (B)(6) 2019.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a flexible ureteroscopy (urs) procedure using a ncircle tipless stone extractor, the baskets would not open as they normally do. Two devices from this lot number had this issue. Then, two additional devices with an unknown lot number, experienced similar issues. (Reference patient identifier (B)(6)) the procedure was completed by using a fifth same type device. No adverse events have been reported as a result of the alleged malfunction. The patient did not require any additional procedures due to this occurrence.